Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sometimes her blood glucose level went up to 500 mg/dl. She changed the site and gave herself a shot of insulin to treat her blood glucose level. Troubleshooting was declined. The device was not returned.